Event description:
Later it was reported that the lead was replaced. The low impedance had resolved following this replacement. The explanted lead has not been returned to the manufacturer to date no other relevant information has been received to date.

Event description:
Later, the patient underwent surgery. The generator was replaced only. The suspect product remains implanted in the patient. Low impedance persisted after generator replacement.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with low impedance. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported by the physician that the patient has not felt stimulation in months (but less than a year). The patient cannot feel magnet swipes. A review of data of the tablet confirms this low impedance condition. No error codes regarding generator resets were seen. The lead remains the suspect product. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
G2. Report source; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient experienced an increase seizures and increased seizure intensity. No other relevant information has been received to date.

Event description:
Tablet data was reviewed that revealed an earlier date for the low impedance reading than specified previously.